Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at site connector. The patient's blood glucose level was 359 mg/dl at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.